Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be an loose solder points due to a failed speaker. The rear case assembly (including speaker) was replaced.

Event description:
During baxter's recertification functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.